Event description:
Complainant alleged that after treating a patient the attending nurse received an unintended delivery of energy with removing electrode pad and had a red mark on her fingers.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.